Manufacturer narrative:
Product analysis: the product remains implanted, therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this 26 mm transcatheter bioprosthetic valve, the valve dislodged slightly aortic upon deployment. Moderate paravalvular leak (pvl) was noted due to malposition of the valve. A balloon aortic valvuloplasty (bav) was performed and second transcatheter bioprosthetic valve was implanted, valve-in-valve, reducing the pvl to mild.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.